Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) stating that the cause of the oor and high impedances was not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that patient had bilateral replacements due to normal battery depletion done today and while in post-op, the rep was interrogating ins with tablet and shortly thereafter, patient used the patient programmer (pp) to attempt to increase from 2.7 to 2.8v and saw an out of regulation (oor) message. It was stated that patient does have a history of constantly interrogating ins with pp. The rep believes patient has only ever seen oor on the right ins. The rep was not aware of any therapy issues or intermittent issues that may be seen if there was an impedance issue. Patient turned ins off, back on and then was able to increase to 2.8v which was what patient had done in the past to resolve the oor. It was reported that the patient had been on higher settings so that's what they contributed oor to 5 years ago. And since then patient had seen may neurologists that got patient all set-up with lower settings to help increase longevity. Longevity calculations with current settings were calculated as below. Right: c+ 1- 3- 2.7v, 90 pw, 130 rate, 550 ohms, 4.8ma, 24 hours/day eri at 3.12 years, eos at 3.37 years left: 0+ 1- 2- 3.1v, 90 pw, 145 rate, 906 ohms, 3.5 ma, 24 hours/day eri at 3.34 years, eos at 3.59 years caller assumed that patient has likely been using these settings for a while and mentioned they were likely being proactive by replacing the devices today. It was also reported that contact 2 has impedances over 4k ohms and therefore, during procedure today, caller had physician examine the extension connection and physician didn't make any notations of any issues from what they could see surgically. Rep mentioned that monopolar pairs on right side for contacts 1 and 3 were 978 and 816 ohms, respectively and there were no any other out of range impedances. Caller wasn't aware that lead-only impedances had been measured at all. It was reviewed for the rep to have the patient avoid constantly checking the ins with the pp and placing their hand between ins and pp during interrogation. It was noted that patient had had a couple of ins replacements since five years when they had an oor and they thought everything was going well. The caller stated that the patient was in communication with the rep who indicated that oor could drain the battery faster so patient has anxiety about the longevity of the batteries and replacements in general. No further patient complications were reported/ anticipated as a result of this event.